Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2005: (B)(6) . Consultation. Has enlarged ventral hernia in the upper midline and lower midline; had exploratory laparotomy, hysterectomy in the past with injury to ureter and a nephrostomy tube and repair of ureter, this has been painful and tender, these hernias have progressively gotten larger; has had some nausea/vomiting. Impression/plan: large ventral hernias ¿ repair these hernias which are reducible with mesh. (B)(6) 2005: (B)(6) . Operative note. Procedure: [ni; description indicates hernia repair]. Fifty-one-year-old black female, seen with a giant ventral hernia, 290 pounds patient, with hernia from xiphoid to pubis. ¿the patient was prepped with betadine, scrubbed and prepped. The incision was made. These multiple hernias were included together. A 24 x 18 centimeter dual-mesh was sutured in place, with #1 prolene and intact in numerous places with a protex hernia stapler. Ancef was placed in the wound. Jackson-pratt drain was placed in the wound. Subcutaneous was closed with 2-0 plain and the skin was closed with skin staples. Jackson-pratt drain was sewn in place. The patient tolerated the procedure well.¿ (B)(6) 2005: (B)(6) . Implant sticker. Gore dualmesh® biomaterial; ref/catalogue #: 1dlmc06; lot/batch #: 03472711. (B)(6) 2005: (B)(6) . Implant sticker. Gore-tex dualmesh biomaterial; item #: 1dlmc06; lot#: 01245567. The records confirm a gore dualmesh® biomaterial (1dlmc06/03472711; 01245567) was implanted during the procedure. (B)(6) 2005: (B)(6) . Operative report. Preoperative diagnosis: the patient is a 51-year-old black female seen with incarcerated ventral hernia and cholelithiasis, status post ventral hernia repair 10 days previously. Postoperative diagnosis: incarcerated ventral hernia. Procedure performed: exploratory laparotomy with removal of previous mesh and applying of vicryl mesh and vac. Description of procedure: ¿under general anesthesia, the patient was scrubbed with betadine scrub and betadine prep. An incision was made in the right flank. Hanson catheter wan inserted in an attempt to possibly find incarcerated bowel present in the ventral hernia mesh that we placed last week. We were unable to visualize the bowel from this point. At this point, the patient's staples were removed. The abdomen was entered. The mesh had pulled through in a couple of places with omentum caught but not bowel. This was dissected free. At this point, it was elected to try to place vicryl mesh in this and this was sutured in place with multiple interrupted sutures of 0 vicryl. The wound was irrigated. Jack linscoll came in. This was after removing the previous mesh and staples. He came in and put a vac on this with adaptic closure. Dressing was applied. The patient tolerated all of this well.¿ (B)(6) 2005: (B)(6) . Implant record. Vicryl mesh, 12 x 12 abdomen, quantity 1. (B)(6) 2005: (B)(6) . Discharge summary. Recent in hospital with incarcerated ventral hernia requiring mesh, patient went home, this area became infected with bowel obstruction, required re-exploration and came into the hospital. Previous mesh had pulled loose and it was removed. Some bowel obstruction was reduced and it was actually eviscerated. Vicryl mesh sewn in place, v.a.c applied, wound began to heal and discharged home. Discharge diagnosis: incarcerated ventral hernia with evisceration and small bowel obstruction. Records between (B)(6) 2005 and (B)(6) 2007 were not provided. (B)(6) 2007: (B)(6) . Office notes. Ventral hernia, history of open cholecystectomy, partial hysterectomy for demised fetus, at which time, she had right ureter injury, underwent an exploratory laparotomy a few days after that, at which time the injury was identified. A nephrostomy tube was placed for several months before returning to the operating room sometime in 1990 for a restoration of continuity between her right kidney and her bladder. Since that time, she developed a substantial ventral hernia. Dr, flanders operated on her for this in may of 2005 with an open hernia repair with a 24 x 18 cm piece of dual mesh. She developed either a mesh infection or a bowel obstruction and was returned back to the operating room on 06/07/15 at which point, that mesh was removed. A vicryl mesh was placed and her wound was closed with a vac dressing. She had a persistent draining sinus on this wound until he removed the remaining portion of the vicryl mesh at the site. At that point, it cleared up. Patient first presented to me for consideration of bariatric surgery in order to lose weight so that she could undergo hernia repair. We had an extensive workup with her at that time; however, she did not meet criteria through her carrier. At this point, she presents to me for evaluation for treatment of her incisional hernia. At this point, it bothers her quite frequently from the standpoint of pain, worse after she eats, only better with lying down, some associated nausea. Exam reveals a large soft ventral hernia with a well-healed scar over it with an obvious chronically-incarcerated small bowel. Impression/plan: incisional recurrent ventral hernia. Discussed very high risk for conversion to open at the risk of enterocutaneous fistula as well as multiple other complications. Will schedule laparoscopic ventral hernia repair with mesh. (B)(6) 2007: (B)(6) . Operative report. Preoperative diagnosis: recurrent incarcerated incisional hernia with complex prior intraabdominal surgical course. Postoperative diagnosis: recurrent incarcerated incisional hernia with complex prior intraabdominal surgical course. Operation performed: laparoscopic ventral hernia repair with mesh. Resident: bradley easterlin, md. Anesthesia: general anesthesia. Findings: dense large defects approximately 10 centimeters in diameter each, and 1 smaller 2-centimeter defect in the right upper quadrant distinct from the prior 2 and from a different incision. Complications: none. Prosthesis: 1. Porcy [sic?] 20 x 30 centimeters. 2. Parietex 12-centimeter disc. Specimens removed: none. Estimated blood loss: 50 ml. Fluid replacement: crystalloid 4600, 500 hespan. Condition postoperatively: stable. Indications for procedure: severe symptomatic recurrent incisional hernia. Description of procedure: ¿the patient was taken to the operating room and placed on the operating room table in the supine position. General anesthesia was induced and the left arm was tucked. A foley catheter was placed. Red rules were carried out confirming the correct procedure, and correct patient. At this point, local anesthesia consistent of 0.25% marcaine was instilled in the subcostal position in the midclavicular line on the left side. The abdomen was entered using optical trocar, insufflated and surveyed. Upon survey, she was noted to have no bowel, mesenteric or solid organ injury. She was noted to have multiple adhesions of the small bowel with large defects and 2 midline abdominal pain hernia. At this point in order to take down the incarcerated bowel, we did have a free portion of heart hernia on the left side, placed two 5 mm trocars through the hernia itself and performed an extensive adhesiolysis dropping multiple loops of densely adherent small bowel out of the hernia sac. We carried this dissection out from a left-to-right stent point until we had cleared enough room on the abdominal wall on the left and placed two 5 mm trocars through the hernia defect. Tl [sic] was just above the umbilicus and just right of the midline. We placed two trocars through this defect and continued adhesiolysis, now from right-to-left dropping more loops of small bowel out of these 2 small hernias. She was noted to have 2 areas of densely adhesed small bowel to the anterior abdominal wall, one just underneath the scar that had hemmed in the secondary intent from a previous surgery. These were taken down taking care to leave peritoneum on the small bowel. Once this was accomplished, we then continued our dissection out laterally. She was noted to have a separate and distinct in her right upper quadrant [sic] from an incision that had been placed here before. These were taken down. She was also noted to have liver densely adherent to the right quadrant of the abdominal wall. The falciform ligament was taken down. The liver was dropped off of the abdominal wall. At this point upon surveying the abdomen, there was no evidence of bleeding and no evidence of bowel injury. At this point, we repaired the right upper quadrant defect first so that we could better rearrange her trocar. We placed a 12-centimeter piece of parietex mesh into the abdomen, centered it over this defect and used the protacker to tack it in place. After this was done, we once again surveyed the abdomen and there was no evidence of a bowel injury, so we then placed a 20x30 centimeter piece of mesh into the abdomen in a scroll technique. We placed it superiorly and inferiorly first. This gave us adequate coverage of the hernia defect with transfascial sutures. We then unfolded the right side, placed a transfascial through this lateral to the lateral-most edge of the defect on the right side, bringing this mesh in to cover that. We then repeated the same procedure on the left sidewall. We had had to remove the three 5 mm trocars, 2 on the right and 1 on the left, took them out of the hernia sacs and placed them through the fascia which put us very lateral and limited the range of motion on these trocars; however, we were able to circumferentially tack the mesh in place with a protacker. Due to the loss of the vein once the mesh was in place, there was further room available to place additional transfascial fixation. So, she had 4 transfascial fixations in a double crown technique with the protacker. Once this was completed, the abdomen was inspected once again. Hemostasis was noted to be intact. There was no evidence of bowel injury. The pneumoperitoneum was released, ports were removed and skin sites were closed with staples. The patient tolerated the procedure well.¿ (B)(6) 2007: (B)(6) . Implant sticker. Proceed surgical mesh. (B)(6) 2007: (B)(6) . Discharge summary. Re-presented for repair of ventral hernia, multiple previous abdominal operations including ventral hernia repair with infected mesh which was removed followed by vicryl mesh; large scar over the mid-abdomen with very large ventral hernia; underwent laparoscopic ventral hernia repair with mesh, lysis of adhesions, noted to have a separate ventral hernia on the right upper quadrant requiring mesh placement. On postoperative day 5 was tolerating regular diet, had return of bowel function, ready for discharge. Patient to take colace for constipation. (B)(6) 2007: (B)(6) . [Signature illegible]. History and physical. 3 days of abdominal pain, 1-day nausea/vomiting. Postoperative day 10 from laparoscopic vhr [ventral hernia repair] with large 20 x 30 cm and 12 cm diameter pieces of mesh. History of open colectomy, partial hysterectomy, right ureter injury, nephrostomy, vhr [ventral hernia repair] x2 with removal of infected mesh, inferior vena cava filter, sarcoidosis, pulmonary embolism, recurrent urinary tract infections, obese. Impression/plan: rule out small bowel obstruction, CT abdomen/pelvis. (B)(6) 2007: (B)(6) . Discharge summary. Complaints of abdominal pain for 3 days, 1 day with nausea/vomiting noted to be postoperative day 10 from laparoscopic ventral hernia repair with a very large ventral hernia and dense extensive lysis of adhesions. Patient was admitted for partial small bowel obstruction, tpn [total parenteral nutrition] started on day 2, wbc 18 [h] on admission, wbc 17.5 [h] on day 2, wbc 11 day 3; eventually had bowel movement, feeling better, diet started on day 6. Cipro [antibiotic] and flagyl [antibiotic] throughout stay, ready for discharge on day 9, on cipro. Discharge diagnoses: partial small bowel obstruction, morbid obesity, history of recent ventral hernia repair performed laparoscopically. Avoid heavy lifting. (B)(6) 2008: (B)(6) . Operative report. Preoperative diagnosis: recurrent ventral hernia. Postoperative diagnosis: 1. Recurrent ventral hernia. 2. Numerous dense adhesions requiring extensive lysis of adhesions. Procedure performed: 1. Laparoscopic converted to open ventral hernia repair. 2. Explant of mesh. 3. Repair of ventral hernia. 4. Extensive lysis of adhesions. Resident: stephanie gordy, md. Estimated blood loss: 200 ml. Specimen: 1. Hernia sac. 2. Prior abdominal wall mesh which was densely incorporated. Prosthesis: 20 x 25 sheet of parietex mesh. Drains: two jackson-pratt drains were left in the subcutaneous tissues. Indications for procedure: the patient is a 54-year-old female who had multiple prior abdominal surgeries including recurrent incarcerated incisional hernia with complex prior intra-abdominal surgical course. She also had an incision hernia repair 10/01/07. She had proceed and parietex mesh placed. She presented with a recurrence and was brought to the operating room for laparoscopic ventral hernia repair. Description of procedure: ¿the patient was given prior informed consent and was brought to the operating room and placed on the operating room table in supine position. After induction of general anesthesia was undertaken without complication, red rules were performed and confirmed. The patient's abdomen was prepped and draped in the usual sterile fashion. We initially tried to enter the hernia sac with the optical trocar. She had a very large seroma there. However, this was not possible. We then made an incision in the left subcostal region and entered the abdominal cavity there without any injury. We noted there were dense adhesions to the anterior abdominal wall as well as the patients right upper quadrant mesh repair. At this point, we gently and sharply dissected the filmy adhesions that were accessible off the anterior abdominal wall after placing and additional trocar in the left hypogastrium. Using a combination of harmonic and sharp dissection, we were able to divide some of the adhesions. We then noted that she had extremely dense and stuck adhesions including bowel wall to the patient's prior mesh repairs. We were unable to safely visualize bowel and were unable to remove the bowel from the abdominal wall. At this point, we decided to convert to an open procedure. Next, a midline incision was made. The patient¿s hernia sac, which did have a seroma, was decompressed and the seroma was evacuated. The mesh was very well incorporated and was very thick. There were again dense [sic] noted including colon and small bowel which required mm by mm removal with a 15 blade at times. In the ensuing dissection, there were two areas that there was concern that the serosa was thinned out and this was oversewn with interrupted silk sutures. Once we were able to free up the adhesions on the left side of the abdominal wall, we then turned our attention to the mid abdominal region where the adhesions were severely adherent to the mesh where serosa to mesh was encountered and there was no or very little definable separation. After extensive 3+ hours adhesiolysis, we were able to remove the mesh from the bowel wall. This was greatest on the patient¿s midline and lower pelvis. However, once we were able to do this, the prior incorporated mesh, which did not have adequate coverage at this point and had appeared to have pulled from the abdominal [sic], was removed. We the removed the hernia sac and planned the repair. The hernia defect was measured and the patient was noted to have loss of domain of her abdominal wall cavity. We then used the bovie electrocautery to expose the fascia laterally, anteriorly and superiorly. At this point, a piece of parietex mesh which was 20 x 25, was selected and we placed approximately 5 to 6 transfascial sutures in each of four quadrants for a total of approximately 30 to 40 sutures. At this point, we tacked the superior suture using the sofradim needle passer through the fascia, getting at least 2 cm of coverage circumferentially. We then systematically brought the remainder of the transfascial sutures around and secured the fascia to the abdominal wall. Once this was completed, we were noted to have excellent coverage of the large hernia defect and were unable to close the fascia over the mesh secondary to loss of domain. At this point, two jackson-pratt drains were placed over the undermined subcutaneous tissues between the fascia and the subcutaneous and were brought through two separate stab incisions and drain sutures were placed. The deep subcutaneous was closed over the mesh using running sutures and the skin was closed with staples. The needle and instrument counts were correct x 2 at the end of the procedure per the operating room staff. Dr. (B)(6) was present tor the entire case. The patient was extubated and sent to the post anesthesia care unit in stable condition.¿ addendum to indications for procedure: the patient had a recurrent ventral hernia and was therefore scheduled for reoperative procedure with laparoscopic and possible conversion to open procedure.¿ (B)(6) 2008: (B)(6) . Implant sticker. Proceed surgical mesh. (B)(6) 2008: (B)(6). Discharge summary. Recurrent ventral hernia status post open ventral hernia repair with mesh. Discharged home in stable condition. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2005 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2005, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: abdominal pain, mesh removal, wound vac placement, additional surgery ((B)(6) 2007, (B)(6) 2008). Additional event specific information was not provided.